Event description:
Event description guidant received information that this cardiac resynchronization therapy defibrillator (crt-d) was exhibiting an end-of-life indicator on may 20, 2006. On the latitude screen, battery voltage indicated 3.21 volts with a charge time of 4.6 seconds. A guidant technical services (ts) consultant discussed that this may be related to radiation or MRI exposure. The patient's wife reported that the patient has not undergone any radiation, but was at the hospital this month. Additional information was received that 2 manual capacitor reformations were performed and the device reverted back to begining-of-life indicator. Additional information was received that latitude reported that this device was back at eol with a long charge time. A guidant technical services (ts) consultant discussed that a memory dump would be required to assess further. No adverse patient symptoms were reported.